Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an implant procedure of a 19 mm, sjm trifecta valve on (B)(6) 2017. During a follow-up visit in the clinic four years later, aortic regurgitation was confirmed. On (B)(6) 2021 the patient underwent an explant procedure of the 19mm trifecta valve and it was replaced with a new, 19mm non-abbott device. Upon explant, it was reported the commissure between the left coronary cusp (lcc) and the non-coronary cusp (ncc) had "fused" together and "dented down" which caused incomplete coaptation and likely contributed to the cause of the patients regurgitation. Pannus proliferation was also observed around the circumference of the valve. This also has been considered a cause of the leaflets limited motion. The patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that leaflet 2 and 3 were torn and had fibrous thickening. Leaflet 2 and 3 also contained folds which would have contributed to incomplete coaptation. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets and narrowed the inflow diameter. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen in the leaflet tissue. The cause of the leaflet tear could not be conclusively determined however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.